Event description:
The reporter stated a cc4204a collamer single piece lens was torn on insertion. Further info has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4). Method: visual inspection of the returned product found half of plate haptic and almost half of optic is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).